Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the active blade tip was broken off. Consultant spent some time searching inside the pt for the broken part of the instrument before it was found on the floor. Opened new device to continue procedure.